Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had button error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer was not able to clear alarm. Customer reported that the time clock was advanced. The customer was advised that the stop using insulin and needed to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.